Event description:
It was reported that the lead was undersensing r-waves and was removed and replaced. No further patient complications reported as a result of this event. The patient's mother further reported that during device testing, the patient's heart rate was going too low and the device wasn't shocking back to normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received in segements. Intermittency between the connector pin and cap. Defib conductor distorted. Proximal conductor cut and foreign material obstruction. Blood helix and in outer tubing overlay, outer tubing overlay melted, outer tubing breached cut. Outer insulation white substance.the device is part of the advisory for this model.

Event description:
It was reported that the lead was undersensing r-waves and was removed and replaced. No further patient complications reported as a result of this event. The patient's mother further reported that during device testing, the patient's heart rate was going too low and the device wasn't shocking back to normal.